Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. The device was implanted for (B)(6) months, and a number of 45 charging cycles were documented. The memory content of the device was inspected. The eos battery status was triggered on (B)(6) 2011, more than one year before (B)(6) 2012, the reported date of explantation. Furthermore, the inspection of the follow-up history demonstrated that no follow-up was performed in between (B)(6) 2007 and (B)(6) 2012. However, the inspection of the ICD's memory revealed no indications of a device malfunction. Particularly the recorded iegms demonstrated a correct device behavior with regard to the therapy functions of the ICD. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. The ICD was implanted for (B)(6) months; 45 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eos battery status was anticipated.

Event description:
This device is at eos indication and was explanted and replaced while replacing the rv lead due to low impedances. Should additional info become available. This file will be updated.